Event description:
It was reported that minimum fill notification occurred while customer attempted to load new cartridge, with sufficient usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump connection area with alcohol wipe or lint-free cloth, and attempted to reload same cartridge without success, then followed technical support guidance to fill and load new cartridge using proper technique, which resolved issue and allowed insulin delivery to resume.